Event description:
Covidien received info of error codes being displayed indicating ventilator went inoperable. No pt involvement reported.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshoot the issue with the customer over the phone. The user facility was advised to replace the breath delivery (bd) central processing unit (cpu). (B)(4).